Event description:
It was reported that when the asepto syringe was filled with fluid, debris, resembling blue lint balls were noted in the syringe.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned photo sample noted small blue particulates suspended in a water-like substance at what appeared to be the bottom of the syringe. The syringe referenced in the reported event was not visible from the returned photo; only small particulate dots are visible since no physical sample was received, the size of the particles visible in the photo were unable to be estimated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. "Sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number 0935280 is deemed by appropriate subject matter experts (sme) to be within this definition.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when the asepto syringe was filled with fluid, debris, resembling blue lint balls was noted in the syringe.

Event description:
It was reported that when the asepto syringe was filled with fluid, debris, resembling blue lint balls were noted in the syringe.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The device does not have and does not require an IFU per 21 cfr 801.116 which states "a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual."